Event description:
Procedure: roux-en-y. According to the reporter: when the device was fired, tissue was forced out at the distal end causing half of the tissue to be transected and stapled. The surgeon fired another reload on the inside of the previous staple line. Tissue loss reported as 120 mm. Delay time in operating room was reported as 20 minutes.

Manufacturer narrative:
(B)(4)